Event description:
It was reported that this previously capped implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. The previously capped implanted lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this previously capped implanted lead had exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead and previously capped implanted lead were explanted. No additional adverse patient effects were reported. The previously capped implanted lead will be returned.